Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on 06 december 2023 (related manufacturer reference number: (B)(4)), the lead was not able to be explanted successfully. The physician snipped the lead shorter and left it partially implanted. A new lead was implanted in its place. Therapy was restored post procedure.